Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, air leaked from the sheath. After the sheath was inserted into the heart and prior to catheter or transseptal needle insertion, air was aspirated. Multiple attempts were made to aspirate the air, but the air could not be removed completely. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.